Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (9.4 mg/ml at 0.5504 mg/day) and bupivacaine (25 mg/ml at 1.464 mg/day) via an implanted pump. It was reported that during a telephone encounter with the patient on (B)(6) 2025, the patient admitted to accessing their pump and pulling out drug. Per the patient, it had happened approximately 2 weeks prior. The patient stated that they were renovating their bathroom and had found an old syringe and hypodermic needle. The patient stated they had difficulty twisting around to try to access the pump and were surprised when they got drug out. The patient stated that they then panicked and flushed it down the toilet. The patient told the healthcare provider that they didn¿t have any syringes/needles with them traveling now, nor did they have any more at home. The patient told the healthcare provider that they would not access the pump again. On (B)(6) 2025, the patient came in for their routine pump replacement surgery. During the surgery, the physician thought the pump looked tampered with. It was noted that upon opening the pump pocket, the physician noted multiple scratch marks on the surface of the pump near the septum, particularly in the 2 o¿clock region on the face of the pump. There were multiple visible scratch marks in the metal next to the septum. The septum itself appeared damaged with multiple visible puncture marks and damage. After removing the pump from the pocket, upon further inspection, multiple scratch marks were notably visible, and the septum itself appeared to be damaged with multiple needle puncture marks. The pump was replaced. It was noted that there were no product complaints, just concerns regarding the exterior of the pump. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient previously reported accessing the pump¿. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
H3. The returned pump was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Visual inspection identified damage to the septum however it did not result in a leak during bench testing in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.